Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing related issue was not identified. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 23mm valve, implanted for four (4) years and one (1) month, underwent a valve-in-valve procedure due to severe stenosis. The tavr was performed with a 23mm valve. Post valve deployment, there was no pvl, no ai, and a gradient of 5 mmhg. The patient was brought to the ICU in stable condition.

Event description:
It was reported that this patient with a 23mm valve, implanted for four (4) years and one (1) month, underwent a valve-in-valve procedure due to severe stenosis. The tavr was performed with a 23mm valve. Post valve deployment, there was no pvl, no ai, and a gradient of 5 mmhg. The patient was brought to the ICU in stable condition. The patient was discharged on pod #11 in improved condition.